Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they found a leak past the second o-ring. The customer reported that they saw condensation in the reservoir compartment. The customer reported that the insulin was dripping out. The customer's blood glucose was 90 mg/dl at the time of incident. The customer's blood glucose was 320 mg/dl at the time of call. The reservoir will be returned for analysis.

Manufacturer narrative:
Reliability analysis evaluated one open/used reservoir. Inspected the reservoir o-rings/stopper groove for anomalies and none were found. Ran the basal, bolus leaking tests and no leaks were noted.